Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It has been reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with removal of previous sling, cystourethroscopy, and cystocele repair due to sui. It has also been reported that the patient underwent vaginal mesh extrusion, incision and drainage of labial mass, and cystourethroscopy on (B)(6) 2007 and removal of vaginal mesh on (B)(6) 2012 due to vaginal foreign body.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and monarc was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2006 and mesh and uretex were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 07/08/2016.